Event description:
It was reported that the insulin pump alarmed button error. The caller stated that they were trying to enter the value for the carbohydrates and the numbers starting ramping. The battery was removed and reinserted, but the anomaly persisted. The alarm was cleared but after that the buttons were unresponsive. The customer's blood glucose was 7.5 mmol/l. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent up button response due to corroded keypad traces. No button error alarm was noted. No number ramping or scroll bar anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.